Event description:
Customer reported sys locks up during boot. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and reseated boards and cables. System operates as intended. This MDR is related to ge healthcare.